Event description:
It was reported to boston scientific corporation that an advantage transvaginal mid-urethral sling system was implanted on (B)(6) 2010. According to the complainant, post-procedure, the patient experienced severe permanent injuries, infections, pain on her right side, and nerve damage. The patient also had exposed mesh, which had to be explanted. All other information is unknown and unavailable.